Event description:
The fax received from the field indicated that the stent delivery system's shaft was broken. There was no pt injury. The product will be returned for analysis. No additional info is available.